Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. The customer's blood glucose (bg) level was 149mg/dl. Reportedly, the customer's bg level elevated to 292mg/dl due to the occlusion alarm causing the correction bolus not to be fully delivered. A correction bolus was delivered to address the bg level. A new cartridge was loaded and the pump performed as intended. Reportedly, the customer wears their pump against their skin leading to possible abrupt temperature changes to the pump. Recommendation was made to keep the pump inside a case in order to prevent abrupt temperature changes to the pump.